Event description:
It was reported that during a hospital floor check, intermittent atrial undersensing was not on the device. The patient was in atrial fibrillation (a-fib) reducing the sensitivity and appropriately mode switched. There were no adverse health consequences, the patient was stable.